Event description:
Several phlebotomy technicians note a high incidence of reduced vacuum in a blood collection vacutainer tube. This required multiple tubes to be used in an attempt to ensure that the quantity of specimen was sufficient for testing. This occurred for several phlebotomists and patients. One lot number of vacutainer tubes was noted to be the issue: mint top plasma separator tubes, lot 5101464.